Manufacturer narrative:
D9: date returned to mfg.: 1/8/2024. One device was received. Per visual inspection, cracked tank cover. Printed circuit board (pcb) and power switch outdated. Per functional testing, the device leaks from the reservoir confirming the complaint. The root cause was a cracked tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was leaking at the reservoir. There were no reports of the device failing while in use. No patient harm/adverse event was reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. H3 - other: device has not been received to date.. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.